Manufacturer narrative:
Diopter: -13.00/+2.50/x090. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -13.00/+2.50/x090 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens tore/broke during injection/delivery into the eye. The lens was removed and replaced with backup lens, same model and size during the sam procedure. This resolved the problem. No adverse event was reported. Last visit on (B)(6) 2016, ucva was 20/16.

Manufacturer narrative:
(B)(4). Device evaluation-lens was returned dry in lens case/vial. Visual inspection found haptic torn/broken/bent/deformed, and lens tear. Claim # (B)(4).